Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston sceintific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The image was lost when they were looking at a hilar stricture. The spyscope ds ii was reconnected to the controller for several times; however, the problem was not resolved. The image came back then when out to four dots. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that no elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The light controls on the console were pressed and the light changed appropriately, no problems were noted with the lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problem were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. It was noted that procedural residue was present in the breakout region in the handle. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. No change to the image was noted during this test. The reported complaint was not confirmed. Upon analysis, the returned device was unable to replicate the failure or identify any problem that could have caused or contributed the reported event. The device met all manufacturing specifications, and therefore there is unlikely a problem related to manufacturing. A review of the risk documentation confirms that the problem is not a new or unanticipated event, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston sceintific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) , 2021. During the procedure, the image of the spyscope ds ii was lost approximately 5 minutes into the procedure. The image was lost when they were looking at a hilar stricture. The spyscope ds ii was reconnected to the controller for several times; however, the problem was not resolved. The image came back then when out to four dots. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.